Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The connector was connected back in place and no frozen screen noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 200 mg/dl. During troubleshooting, customer reported the device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.